Event description:
It was reported that a patient underwent an unknown cervical procedure. During the procedure, the locking mechanism broke off the plate. A new plate was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that the inner oblong slot of all caps (including the one where the ring broke) presents frictional wear due to the hold of the plate by the dts guide. One locking ring is sheared-off. The returned implant does not present pre-existing defects which can be responsible of the event. The observation of the part suggests that the failure is due to an overload applied to the locking ring. The origin of the overload may be attributed by the simultaneous deflection applied to the ring during the insertion of one bone screw once the opposite bone screw is inserted in the plate and is not sufficiently advanced past the locking ring.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.